Event description:
(B)(6) advised us that he received a work order from his provider regarding this chair in which he was made aware that the user could not drive the chair on (B)(6) 2013 especially when he swings it away per the work order.